Event description:
The device was used during a lung partial resection procedure. Reportedly, the instrument did not cut. The surgeon resected the tissue by the electric scalpel to complete the procedure. The hosp has reported no pt injury occurred.